Event description:
It was reported that the 4193 exhibited high thresholds and inconsistant capture. The lead was capped and replaced. During the lead revision process, the physician was unable to find a suitable position for either the 4194 or the 4196 leads due to patient anatomy. The leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found.